Event description:
During evaluation of the norm-o-temp device, the unit kept running while having a low water level and the heater started to melt the reservoir.

Manufacturer narrative:
This device was being evaluated for a separate issue when, during the evaluation, the low water indicator (float switch) malfunctioned and resulted in the reservoir melting. When the device was received for evaluation, it was noted that it was severely damaged; the exterior enclosures cracked, the base and internal components were rusted, and the quick connect sockets and plugs were all oxidized.